Event description:
According to the reporter, the device powers up and operates properly on battery power but the display blanks with ac power. When physio-control evaluated the device, it was observed that the device did not power up for approximately 30 seconds after the on button was pressed. The malfunction could cause operator confusion and a delay in providing defibrillation therapy to a patient.

Manufacturer narrative:
The device case was opened and a burned area was observed on the user interface pcb assembly and another burned area on the system/memory pcb assembly directly across the open space as the assemblies are situated in the device. Physio replaced the user interface and system/memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assemblies and observed that capacitor, designator c12, on the interface pcb assemblies and observed that capacitor, designator c12, on the interface pcb assembly shorted and burned and then damaged the pcb of the system/memory pcb assembly. Root cause for the failure was determined to be the burning capacitor, designator c12, on the interface pcb assembly.